Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample consisted of one 14.5 fr palindrome catheter. After a visual inspection, a hole was found on the joint of the catheter below the hub. During functional testing (underwater test), bubbles were detected coming out below the hub, from the lumen which corresponds to the venous and arterial extension. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The device was in use for 1 year and 7 months. The device was more likely damaged during use. The most probable root cause could be due to improper use of cleaning agents. The lot involved on this complaint was manufactured before the implementation of actions related to a corrective and preventative action. This event is being handled through this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 01/20/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 01/12/2015 that a customer had an issue with a dialysis catheter. The customer states there is a leak at the bifurcation. The catheter was placed on (B)(6) 2014 and pulled on (B)(6) 2014. Indwelling time of the catheter was 1 year and 7 months.